Event description:
The account staff stated that a (B)(6) pt was disoriented and the staff went to sit him on the foot section of the bed. The staff indicated that the head end of the bed came up as the pt sat on the foot section. A nurse tried to pull up the foot of the bed and the bed frame scraped her shins. No treatment provided. Pt was not injured.

Manufacturer narrative:
The technician tested the bed and the head would rise three inches when he applied his weight to the foot board. He found that the bed did not have the rod lock upgrade. The technician inspected all of the accounts totalcare bed and installed the rod lock upgrade if necessary.